Event description:
It was reported the patient was unable to communicate with the ipg using the programmer. The patient lost stimulation approximately a month ago and last charged the ipg several days ago prior to losing stimulation. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.